Event description:
Reporter stated that user at facility reported that a free flow of mulivitamin solution into the weighing chamber had occurred when the source occluder door was opened during troubleshooting for a service issue. The user was aware of the cause of the free flow and corrective actions. There was no pt involvement. The unit will be sent to product services for evaluation of the service-related issues, not because of the free flow.

Manufacturer narrative:
Evaluation: unit was received dirty and was tested as received. The unit would not deliver because of the service issue; therefore, it could not be fully tested as received. Repair of a broken wire corrected the service issue. After this repair, the complaint of free flow could not be duplicated using the unit according to the instructions in the operator's manual. The unit then passed quality assurance final inspection.